Event description:
The customer requested a log review to determine when the pumps were turned back on and if the infusions were reversed. Reported at 9:00 am, a patient was taken to radiology and the pumps were removed for an MRI. Customer states that infusions were normal saline and morphine. The log review shows that on (B) (6) 2008 at 6:05 am, pump a (B) (4) was infusing at 1ml/hr and pump b (B) (4) was infusing at 125 ml/hr. Drugs are not identified in logs since pumps programmed as basic infusions. At 8:29 am both pumps are powered off. At 8:59 am the pcu is powered on and the restore feature for pump a is selected: restoring a basic infusion option, rate 1ml/hr, vtbi 9.578. Infusion ran for 1 minute and pump is powered off. Pumps remained off until 3:15pm. Apparent underinfusion. At 3:15 pm the pcu is powered on. Pump a is programmed for basic infusion, rate 100ml/hr and vtbi 900ml. Pump b is programmed for basic infusion, rate 1ml/hr and vtbi 300ml. Apparent overinfusion. At 3:55 pm the rates for both lvps are changed: pump a changed from 100ml/hr to 1 ml/hr; pump b from 1ml/hr to 125ml/hr. At 4:01 pm pump a is powered off. Customer reports no patient harm.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.